Event description:
After a few weeks of implantation, this pacemaker was explanted and returned because of an infection. Reportedly, the patient picked at the incision area until the pocket opened which resulted in the infection.

Manufacturer narrative:
This device sold and labeled as sterile was manufactured, sterilized and released according to applicable standard operating procedures. Mfg data for the pacemaker in object: use before date: 25 may 2009. Sterilization lot number: m071107. In addition, the returned device was submitted to the electrical test which is performed at the end of manufacturing process; no anomaly was observed regarding pacing and sensing features. Moreover, it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, and this has already been described in the literature. In addition, the infection reportedly resulted from manipulations of the pacemaker by the patient; this has also been described as the "twiddler" syndrome.